Manufacturer narrative:
Diopter: +16.00. Silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide®) evaluation method: lens work order search. Evaluation results: a lens work order search revealed there was one similar complaint within the work order. Visual inspection of the returned product found piece of the lens optic torn off and missing. Lens was returned dry. There was evidence of dry clear surgical residue on optic surface. Conclusion not yet available. Evaluation is in progress. (B)(4).

Event description:
The reporter indicated the surgeon inserted an aq2010v +16.00 diopter three piece silicone lens. The lens tore on insertion into the patient's left eye. The incision was enlarged to remove the lens from the eye. Another lens, same model and size was implanted and sutures were used to close the wound.

Manufacturer narrative:
Method: device history record review, medical review. Results: based on the DHR review and root cause analysis, the probable cause could not be determined at this time. There were no documented issues and concerns with the manufacturing and inspection processes which may impact the quality of the lens. Physician report does not indicate that any exceptional event or condition would have caused the complaint issue. Per medical review: reportedly, lens was torn off during insertion requiring intraoperative lens exchange. Incision was enlarged for lens removal and another iol of a same model was implanted successfully. Sutures were placed for wound closure. According to report, by a nurse, dated on (B)(6) 2016 the cause of the event was unknown. No reported postoperative sequelae. Conclusion: based on the complaint history, work order search, product evaluation, medical review, and device history record review, a specific root cause of the event could not be determined. (B)(4).